Event description:
A transcatheter aortic valve replacement (tavr) was performed following surgical revision of the outflow graft to address severe aortic insufficiency (ai).

Manufacturer narrative:
Section a4: patient weight was requested but was not provided. Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed low flow alarms. A specific cause for the reported events could not conclusively be determined through this evaluation. The submitted controller event log file (B)(4) captured 36 low flow hazard alarms along with transient low flow events throughout the course of the log file. No other atypical events or alarms were captured. The system appeared to operate as intended at the set speed for the duration of the file. A photo was submitted showing an open incision in a patient. There is a yellow fatty deposition in the photo; however, it is unclear where this is in reference to the pump. Additional information was communicated stating that the patient should have an outflow graft clip based on their implant date. No pump parameters were changed as a result of the surgery. Multiple attempts were made to obtain additional information from the customer; however, no additional information was provided. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C and the heartmate 3 lvas patient handbook, document (B)(4), rev. C are currently available. Section 1 of the IFU addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 6, ¿patient care and management¿, provides information regarding the recommended anticoagulation therapy and inr range. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing frequent low flow alarms, new dizziness, activity intolerance, and inability to be flat as it was causing shortness of breath. The low flow alarms would occur when he was supine after a few minutes. Review of the patient's log files showed low flow events all throughout the history. A computed tomography angiography (cta) was performed 6 days later which revealed a large hypodense filling defect along the outflow cannula limited to the level of the graft, resulting in sever luminal stenosis. The patient was brought into the operating room and it was discovered that the outflow graft was narrowed by a large amount of thick yellow thrombus. After this was removed from the outflow graft, flow improved from 2 lpm to 5.2 lpm.